Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a CT scan is to be taken because the patient's speech has changed as of the week prior to date notified. It is unsure if the change in speech is related to anesthesia or something else. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. Additional information was received from the healthcare provider (hcp), reporting that after being hospitalized for an unrelated surgical procedure, the patient became more delusional and impaired cognitively. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.